Event description:
Additional information was received from the patient. They reported that cause of pain muscle spasms was migration of the device and the pain and spasms were related to the device. The device was removed on 2021 (B)(6). The issue was resolved. Patient was unsure when asked if they were still receiving therapy after they indicated they were not feeling stimulation. The cause of the not feeling stimulation was confirmed to be ¿turned off¿.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va1kps6, implanted: 2017 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are product ID: 3889-28, lot# va1kps6, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by the patient that they were experiencing pain when they would go to get up from a sit down position. The patient stated that once they were up, they could walk and the spasm eased up. The patient stated that last night they noticed when they pushed on the tendon on back of their right leg, it caused pain up into where the stimulator was located. The patient stated they went to scratch their leg when they noticed the pain. The patient stated they'd been experiencing the pain when going from sitting to standing around the 1st of the year. The patient said it was more like muscle spasms, noting that in january or february, the pain was intermittent and it didn't happen every time they got up. The patient stated they wore a back brace and it seemed to help. Now, the patient stated it had gotten to occur every day and they couldn't sit. The patient stated if they sat 10 minutes, they had to stand for a few minutes before they could move. The patient stated it was a sharp pain down the leg with back pain, noting it did not go into the toes. The patient stated once they were moving, the pain would go away. The patient stated they didn't feel the stimulation but if they sat still and thought about it, they could feel the muscles tighten and loosen. The patient was redirected to their healthcare provider to further address the issue. Patient services told the patient they could consider turning the stimulation down to see if the symptoms subsided. The patient's relevant medical history included the patient reporting that their primary care physician (pcp) did some blood work and it showed they had inflammation in the body (not alleged to be related to the device/therapy.)  The patient stated their pcp was sending them to a rheumatologist (not alleged to be related to the device /therapy.)additional information was received on 2021-08-26 and the patient stated that the device migrated and was pressing their spin. The device was removed on (B)(6) 2021 and the issue was resolved as the weakness in the right leg was gone. No further complications were reported/anticipated at this time.